Manufacturer narrative:
H.6. Codes have been updated to reflect the new information h.11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the serotonin syndrome was the patient's medications. The patients meds were stopped. Issue is now resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that they were asked by pt if there was a relationship between serotonin syndrome and scs. Pt developed serotonin syndrome and pt had read on line that this syndrome can be related to the pw used in the spinal cord stimulator (scs) which causes a release of serotonin into the spinal cord and brain. Pt was not doing well physically when using their stimulation and having serotonin syndrome. The pt's healthcare provider (hcp) took pt off of drug amitriptyline. Pt was doing better later that month with their serotonin syndrome but it's unclear how this may be related to their scs use or medication. Today, caller told pt to turn off stimulation while further information is gathered. Reviewed consulting with med affairs.